Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient stated their old system "didn't work anymore". Clarification with the patient was tried to figure out if the old system was replaced due to normal battery depletion, but the patient did not know. The patient did state they wanted to replace the old system with a new one capable of receiving an MRI. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.